Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and patient's concern with the product. Device has been explanted.

Event description:
Healthcare professional reported right side rupture and patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, crease flat, yellow particles on the shell and one opening extended on the anterior. A microscopic analysis was performed which identified: one striated opening on the anterior. Based on the device analysis the final assessment is: one striated opening assessed as surgical damage consistent in the use of some surgical tool.

Event description:
Patient representative reported patient ¿suffered personal injuries and related damages,¿ this event is not related to the device.